Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was not logging data despite being in use. Blood glucose level was 202 mg/dl. Review of the pump data logs verified that the history was being displayed accurately. Upon relaying the information, the customer reported that the pump history began displaying as intended.